Event description:
It was reported that a mr technician suffered soft tissue injuries to their forearms when a ferrous chair was taken into the magnet room. The event occurred when a mr technologist entered the magnet room while sitting on a ferrous chair. The ferrous chair was attracted to the magnet and the technologist fell off the chair. Three other technicians attempted to remove the chair without first ramping down the magnetic field. One technician's arms were pinned between the chair and magnet enclosure resulting in a soft tissue injury later diagnosed to be torn muscles that required medical treatment. Two others involved in assisting to remove the pinned tech strained their backs and were treated with first aid. The technologist who brought the ferrous chair into the magnet room was evaluated by the site emergency room and is not believed to have been injured, but is scheduled to be evaluated for any aggravation of a pre-existing condition. A pt was not involved.

Manufacturer narrative:
The door of the magnet room was properly labeled with warning signs describing hazards associated with the magnetic field, including instructions to not bring any loose metal objects into the vicinity. The user documentation for the system includes instructions concerning issues inherent to strong static magnetic fields used within MRI and proper exclusion zones and warnings for magnetic field hazards. The hosp has been contacted for pt info for the four employees.